Event description:
Literature was reviewed regarding a study which aims to determine the safety and procedural efficacy of this focal form factor for both mapping and ablation with predominantly pulse field ablation (pfa) for atypical atrial flutter (aafl), including in previously ablated patients. One patient required intraprocedural cardioversion for arrhythmia termination. One patient had a hemorrhagic stroke, and two patients were treated for congestive heart failure. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/72 years old. One patient required intraprocedural cardioversion for arrhythmia termination. One patient had a hemorrhagic stroke, and two patients were treated for congestive heart failure. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: ablation of atypical flutter using a dual-energy lattice-tip focal catheter and integrated mapping system: addressing target tissueform factor mismatch circulation: journal of interventional cardiac electrophysiology, 2026 doi.org/10.1007/s10840-026-02310-0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.